Manufacturer narrative:
The device has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of ¿high¿ on the meter indicating over 600 mg/dl. The reporter stated that the patient had remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there had been a loss of prime warning. Upon review of the device it was determined that the cartridge cap had not been properly secured to the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.